Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, however the issue could not be resolved. Subsequently the patient was administered topical antibiotics and topical steroids (date and duration not reported).